Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a revision surgery due to wrong size liner being implanted during primary (s&n implants) surgery. The issue was discovered right after the surgery so it was determined that a revision was necessary to avoid any further complications.

Manufacturer narrative:
H10: additional information in a2, a4 and b7. H11: corrected information in h6 (health effect - clinical code).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the limited documentation provided, the same-day insert revision was due to human error/user variance as the insert was reportedly not compatible with the tibial tray. No further clinical factors have been identified which would have contributed to the reported event. The assessed patient impact was the reported implantation of an incompatible liner with an immediate, unplanned subsequent same-day insert revision including irrigation/debridement. Per documentation, the patient was discharged the following day. Further patient impact could not be determined based on the limited documentation provided. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to human error/user variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision was required due to implantation of a wrong (smaller) size tibial articulating insert during the primary tka. Clinical documentation has not been received as of the date of this investigation per the legal coordinator. Therefore, the root cause and the patient impact beyond that which is documented in the complaint itself could not be confirmed or fully evaluated. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.